Manufacturer narrative:
It was initially reported in section b5 that endopthalmitis occurred in the right eye, conflicting information has been received that has made this unclear. Although requests for additional information have been made, it has been reported that "no additional information can be confirmed and cannot be expected by follow up contact". Manufacturer name, city and state was corrected to reflect the (B)(4) address. One other complaint (B)(4). Was identified with the same reason code and was from the same facility. There was no product returned for evaluation on this complaint. Six quarters of sterilization dose audits (q4 2017 - q1 2019) were reviewed and found that all bioburden values were within acceptable parameters. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. No product was returned for evaluation, as such no definitive conclusions can be drawn as to the source of the endopthalmitis. Per the medical reviewer, contamination of surgical-reusable equipment should be considered in addition to the well-known risk factors. Should the product be received, the investigation will be reopened. Complaints of this type will continue to be monitored. The investigation is considered complete at this time.

Manufacturer narrative:
Though requests have been made for product return, to date none has been received. The investigation is pending.

Event description:
A patient received phacoemulsification and intraocular lens implantation with the stellaris system due to complicated cataract in the right eye. The incision was not sewn, and the patient was discharged with medication on the same day. Re-examination showed no discomfort, and corrected vision to 0.7. Nine days after the surgery, the patient could not see anything in their right eye and was admitted to the hospital for emergency treatment of "suppurative endophthalmitis os" with posterior vitrectomy and intraocular lens extraction. The patient was diagnosed with endophthalmitis. The endophthalmitis was controlled. The patient was given medication, and discharged from hospital. It is reported that the patient has recovered.